Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A medtronic representative reported via the interdepartmental helpline solutions tracker of hospitalized high readings. The customer's blood glucose was around 800 mg/dl. The customer was hospitalized for high blood glucose readings due to bent cannula. The helpline and solutions team will contact customer tomorrow.